Event description:
A patient reported that their teeth were broken and cracked. The patient said the 10th tooth on the top was the last one to break in half. Tooth number 9 is comfortable, it just has two cracks in it and has become loose, but it doesn't give them any problems.

Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.